Event description:
It was reported patient found down by family member and given CPR, but did not respond. Paramedics pronounced him dead at scene. Later review of device episodes noted that "while there is occasional undersensing during the episodes, the sensing is appropriate." Cause of death has been requested and not received. Follow up revealed patient had been seen in ER on (B)(6) 2010 for pain and swelling of right knee which was drained of 50cc of blood and patient sent home. Returned to ER (B)(6) 2010 for severe knee pain that had been getting worse since previous day. Was afebrile with normal white blood cell count. Discharged to home with pain medication and diagnosis right knee pain joint effusion and coagulation deficiency. Patient was taken into home and found few minutes later slumped over. Patient in vf when ems arrived. Rhythm strips show defibrillation by ems 7 times and approximately 8 times by patient's ICD were appropriate for vt and vf, however, patient died.

Event description:
It was reported the patient was found down by a family member and was given CPR, but did not respond. The paramedics pronounced him dead at the scene. Later review of the device episodes noted that "while there is occasional undersensing during the episodes, the sensing is appropriate." There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance - oot subthreshold lead impedance patient alert on (B)(6) 2010, the dod. No other alerts or impedance issues noted. Interference/noise - high v-sic counts are observed with 528 counts on the lifetime counter, 521 of these counts occurring on (B)(6) 2010, the dod. High sic can indicate the presence of noise or intermittency in the system. Oversensing - multiple short v-v sensed events of < 220 ms are observed on the (B)(6) 2010. (7 episodes nst, 4 episodes vf).

Event description:
It was reported the patient was found down by a family member and was given CPR, but did not respond. The paramedics pronounced him dead at the scene before transporting him to the hospital. Later review of the device episodes noted that "while there is occasional undersensing during the episodes, the sensing is appropriate." There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.